Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had back surgery and the lead wires are still in there. Patient reported having new pain on the right side and reprogramming didn't relieve his pain on the right. The original intent of spinal cord stimulator (scs) therapy for the left side. Patient said he may get surgery to relieve pain for his right side. Discussed whether it's appropriate to remove scs therapy once his pain has been relieved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the patient had a return of pain. Patient recently had a spinal fusion and has reported that his pain has worse and across his low back. Hcp decided he wanted to move the leads a little bit higher in hopes of getting better low back pain relief. They were able to cut the anchors and move the leads with a stylet then re-anchored the leads. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-feb-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 21-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.